Event description:
A surgeon reported through a medwatch report that the flexible tip of the laser probe broke off while finishing a vitrectomy procedure. The surgeon was unable to locate the tip on the sterile field, on the floor, or on the drapes. The surgeon checked the eye under a microscope and confirmed that the tip was not in the operative eye. Add'l info received states that the probe was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).